Event description:
The device was returned for service unrelated to the reportable event and alarms were reported to have been functional. During the repair evaluation, it was discovered the alarms would not function. There was no patient involvement, malfunction identified on technician's bench.